Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at max output in both bipolar and unipolar configurations. It was also noted that the rv lead exhibited a polarity switch, high and undefined impedance and no sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.